Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Customer's blood glucose level was 338-339 mg/dl. Customer administered a manual injection to address bg level. Customer loaded a new cartridge to address the issue.